Event description:
It was reported that the patient received several high voltage shocks due to noise. X-ray confirmed lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received, the connector legs were returned for analysis. A fracture of the outer coil at the is-1 connector leg was found consistent with fatigue. This is consistent with the reported field event of inappropriate shocks.